Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
Customer reported that he experienced low blood glucose of 49 mg/dl; treated with glucose tablets and food. Customer stated that he received a bad sensor alert after a second consecutive calibration error. Customer was driving at the time of the event. Nothing further reported.